Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device cannot be powered on occurred due to failure of the power unit. The cause of the faulty power unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system could not be turned on (cannot power on). The issue was found at receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found image processor light source power switch malfunctions and could not light up. Power unit failure was detected. Image processor or power/switch/button problems, power issue- no power/intermittent power. There were are traces of third-party repair on the limit switch of the lamp socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.